Manufacturer narrative:
(B)(4). It is uncertain if the device sample is available for evaluation.

Event description:
The customer alleges that during a deep venous puncture, the double-lumen central venous catheter crumbled during the procedure.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer did return three photos. The photos were reviewed; however, all three were of the spring wire guide. No photos were received of the catheter. A device history record (DHR) review was performed on the catheter with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of the catheter crumbling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with the investigation results.

Event description:
The customer alleges that during a deep venous puncture, the double-lumen central venous catheter crumbled during the procedure.